Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to a open internal strap within the main shock capacitor. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing a service wrench. Upon further testing, it was observed that the device was unable to deliver defibrillation energy. There was no report of any patient use associated with the reported issue.